Event description:
It was reported that this device had reached end-of-life after a little more than six years of implant time. The device remains implanted, however technical services recommended explant. There were no adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that this device had reached end-of-life after a little more than six years of implant time. The device remains implanted, however technical services recommended explant. There were no adverse patient effects.